Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, all conductors were stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported the lead was damaged at the initial implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.